Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Functional evaluation found the sample met product specifications. The 25 gauge illuminated flex curved laser probe was packaged on february 15, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event, laser tip was hard to insert into trocar cannula, can be attributed to excess adhesive on the nitinol-cannula junction. The root cause of the reported event, weak laser power, could not be determined conclusively as the sample met functional specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe had weak laser power and the laser tip was hard to insert into the cannula. The laser probe was replaced to complete the surgery with no harm to the patient.